Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Trouble shooting performed. Checked programming all programming appeared to be correct. Customer stated that their quick serter buttons get stuck sometimes. Replacement sent to customer.